Event description:
The atrial lead was removed due to subclavian crush. A new lead was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
Additional information: as received, visual and x-ray examination noted clavicle crush in the middle region of the lead. Both outer insulation and outer coil were damaged / compressed in this region. Visual analysis also found an external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions. The cause of the external insulation abrasion is consistent with friction to can. All other damages found are consistent with procedural damage.